Event description:
The following has been reported: 1. Incident occurred on (B)(6) 2023 around 1100am. 2. Pump was infusing heparin, rn noted pump alarming that led lights were illuminated and flashing red. Touchscreen would not respond. Rn was able to remove the cassette from pump and start infusion on another pump. 3. Reported that they could not get the pump to power down for two hours- left in an unused patient room. Finally able to get it to power down after "pressing button for 1-1.5 minutes". 4. No patient harm occurred . Preliminary evaluation finds that the screen froze due to som lockup (this issue stopped an active infusion). Reporting due to the referenced technical issue. No adverse effects to the patient were reported. More information is needed to complete the investigation.

Event description:
The device was returned for evaluation. Upon investigation, the pump was functioning properly. Log files were able to be retrieved from the device with no issues. Due to the growing number of related som issues regarding flow core and linux core crashes; it was decided that the som would be removed from the pump and sent out to a third-party lab for investigation. The som will be replaced and the pump will undergo all verification testing.